Event description:
--

Event description:
Boston scientific received information that during a routine follow up, this implantable cardioverter defibrillator (ICD) (model and serial number are unknown at this time) had triggered a fault code 1003 which occurred due to an out of range voltage measurement on the device which was too low for projected longevity. The low voltage measurement was reviewed and all other measurements were confirmed stable at this time. The physician is are of the situation and a data disk has been sent into boston scientific technical services (ts) for review of the fault code. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device remains in service. A final report will be sent after information is received of the device model and serial number along with the data disk analysis from the boston scientific technical services (ts) engineer. If the a revision is performed, and the product is returned to boston scientific laboratory analysis will be performed in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
--